Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the closurefast catheter to successfully treat the great saphenous vein as per IFU. It was reported that the patient suffered a thrombus post procedure that propagated to the femoral vein. The patient was placed on antiplatelet therapy. There is no alleged product issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.